Manufacturer narrative:
The siemens headquarters support center (hsc) evaluated the instrument data and did not find indication of an instrument malfunction. The hsc determined that there was deviation from recommended best practices, which can lead to erroneous results. The (B)(6) conf method is used to confirm the presence of (B)(6) in samples that are repeatedly (B)(6). The cause of discordant (B)(6) result is unknown. No further evaluation of the device is required. The instrument is performing according to specifications.

Event description:
A discordant, (B)(6) confirmatory (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The sample had been tested for (B)(6) and had resulted (B)(6) once and (B)(6) once on the advia centaur xp instrument before being tested with the (B)(6) conf assay. The sample was repeated for (B)(6) the next day on the same instrument and an alternate advia centaur instrument and was (B)(6). It is unknown if the initial and repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) conf result.